Event description:
It was reported that a user experienced multiple occlusion alarms on the ilet while using a steel contact detach infusion set with 23-inch tubing, associated with sustained hyperglycemia up to 400 mg/dl; tubing was tested with visible drops and no kinks or bubbles, and insulin delivery was resumed, but glucose remained high until the user performed a full supply change, after which glucose began to trend down. Customer care provided assistance that included troubleshooting and recommendation to change the infusion set. Investigation of this case revealed that the reported high glucose was associated with an occlusion that resolved after replacement of the infusion set and supplies. Symptoms included feeling sick. Outcomes included high blood glucose that stabilized after the supply change without hospitalization. It was concluded that the event was consistent with an infusion set occlusion leading to hyperglycemia, resolved by supply change and continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.